Manufacturer narrative:
The investigation determined that multiple non-reproducible vitros amon quality control results were obtained on a vitros 5,1fs chemistry system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of maintenance activities, acceptable vitros amon performance was observed. The assignable cause of this event was instrument related.

Event description:
The customer obtained multiple non-reproducible vitros amon quality control results on a vitros 5,1fs chemistry system. Vitros l3179= 141.11 versus expected 185 umol/l; biorad 51932= 110.50 versus expected 86.7 umol/l; biorad 51962= 95.26 versus expected 78.7 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. (B)(4).